Manufacturer narrative:
Investigation discovered an 0x14 alarm was generated in the pod data, indicating the pod is occluded. Timeouts were observed at the end of the data. However, no abnormalities were observed in the rotational sensor data. Thus, the device was reset and paired with a master pdm to deliver a 5-unit bolus; the bolus was successfully delivered and the rerun data did not generate any alarms and did not show any timeouts or drive stalls. The fluid path and drive mechanism were inspected and no abnormalities were observed that could contribute to the observed hazard alarm. The exact cause of the generated hazard alarm could not be conclusively determined. Further inspection of the cannula assembly discovered a leak on the unexposed portion of the soft cannula. This leak was caused by a small tear, which diverted the fluid from leaving via the distal tip of the soft cannula. Although damage was observed, this did not contribute to the observed hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 15.4 mmol/l (277.2 mg/dl) and that the pod generated an occlusion hazard alarm. The pod was worn between 36 and 48 hours on the arm. No information was provided on how the hyperglycemia was treated.